Manufacturer narrative:
Investigation summary: bd had not received samples, but eight [8] photos were provided by the customer for investigation. Based on the observation of the photos; it is concluded that the retracted needles and bent tubing of these unused units is evident of premature retraction inside the packaging. Because the lever arm of the units cannot be viewed, it cannot be concluded if they are damaged. Hence, that a broken lever arm can contribute to premature retraction. The provided photos disclose sufficient evidence to confirm preactivation with bent extension tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with 20 bd vacutainer® push button blood collection set the tubing was damaged. The following information was provided by the initial reporter, translated from japanese to english: the customer found a damaged tubing before use.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 20 bd vacutainer® push button blood collection set the tubing was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer found a damaged tubing before use.